Event description:
It was reported that during the use of the device for a non-clinical activity (sterile processing), the blade guard on the sternal saw was broken. There was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.